Event description:
Embecta received email complaint on (B)(6) . Email is attached to file. Consumer did not provide any product information in the email. Cl sent: 1/29/2024 11:57 am -bd awareness date bd nano pro pen needles bought these at our drug store and I find a lot of needles having problems, insulan will not come out have to use 2 or 3 because insulan will not eject like it is plugged, change needle it will work this whole box is an issue with this, I have a plunger with insulan checked it is fine. Is there anything I can do please contact me

Manufacturer narrative:
3 pen needles affected. H3 other text : device not available.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.